Manufacturer narrative:
Additional information: section h - evaluation method codes. Added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #291878 h3 other text : device not retuned.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. Tried troubleshooting without success and central lumen is capped off. The doctor was present and the getinge representative suggested they could place a radial arterial line for a pressure source. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. Tried troubleshooting without success and central lumen is capped off. The doctor was present and the getting representative suggested they could place a radial arterial line for a pressure source. There was no reported injury to the patient.